Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of 127 ohms. Boston scientific technical services (ts) reviewed data from the device and confirmed the shock impedance has fluctuated for the last year. No evidence of noise episodes that could possibly indicate lead fracture were found, but troubleshooting steps were recommended to assess system integrity, including patient maneuvers, pocket manipulation, x-ray imaging and commanded shock testing. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported.